Manufacturer narrative:
(B)(4). Evaluation results and conclusions: (lesion morphology - very calcified, 80% stenosis). (Lesion not pre-dilated. IFU instructs the user to pre-dilate the lesion prior to stenting). (Failure to deliver stent and stent deformation).

Event description:
It is reported that the physician was attempting to deploy a 2.5x12mm resolute integrity drug eluting stent in a bifurcated vessel very calcified with 80% stenosis using a buddy wire technique. The vessel was not pre-dilated. It is reported that the physician felt resistance once the stent reached the lesion site and had to use force to cross the lesion. He then attempted to remove one of the wires to inflate the stent when the wire got stuck in the stent and everything was blocked in the artery. The interventionist had to remove the stent with the 2 wires and the guiding catheter. The stent appeared to be deformed at the tip. Another stent was used to treat the patient. No clinical sequelae were reported. The stent was positioned between the marker bands as per specification although the distal segments had been pushed proximally and were bunched and deformed. The distal tip was damaged. The distal balloon was scratched in the area where the stent had been pushed proximally along the balloon. The balloon inflation did not detect a leak on the device and pressure was maintained.